Manufacturer narrative:
We were notified that the reason for the explant and replacement was oversensing with artifacts. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 6 months, a lead failure was reported. The patient has been hospitalized for an urgent lead revision. The lead explantation was done.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.